Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) calcium (ca) discordant patient sample results were obtained when processed on multiple atellica ch 930 analyzers. Siemens is investigating the event.

Event description:
The customer reported to siemens two (2) calcium (ca) discordant patient sample results were obtained when processed on multiple atellica ch 930 analyzers. It is unknown which of the results is correct or if any of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium (ca) patient sample results.

Manufacturer narrative:
Additional information (18-nov-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. A customer service engineer (cse) was dispatched to investigate. Over multiple service visits, the cse replaced the sample probe and reagent 2 (r2) probe level sense cables, the r2 pressure sensor, r2 pressure circuit board, reagent 1 (r1) arm, imt sensor, dilution arm pressure sensor, 60ul and 300ul dilutors, reaction washer, dilution mixer, and cuvettes. Multiple alignments and cleansings were also performed. To verify performance post service, the cse ran a full autocheck and no failures were observed. The technical application specialist (tas) ran multiple precision studies using both quality control (qc) and patient samples. All qc precision showed acceptable results and no evidence of imprecision. Based on the available information, siemens concluded that hardware related issues potentially contributed to the discordant calcium (ca) patient sample results. The customer is operational. No further evaluation is required. Sections d1, d2, d4 and g1 were updated to reflect the instrument being the impacted device in this complaint. Section h6 has been updated to reflect the investigation. Initial MDR 2432235-2025-00214 was filed 19-aug-2025.